Event description:
Device 3 of 3: reference MFR reports - 1627487-2011-10394, 1627487-2011-10395. The pt received the scs system on (B)(6) 2011, consisting of an ipg and two leads (from different lots). It was reported the pt was not feeling stimulation. Additionally, the pt programmer and charging system will no longer communicate with the ipg. It was also reported the pt has an infection at the lead incision site. Surgical intervention will be undertaken to resolve the issue, however, a date for the procedure has not been set.

Manufacturer narrative:
The device history and sterilization records were reviewed. Review of the device history record found a nonconformance; however, the nonconformance identified did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.